Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during a holep procedure, the fiber broke in the surgeon hand, causing a burn. The procedure was interrupted to allow the surgeon to treat the burn and change the fiber. No further complications were reported.

Event description:
It was reported that, during a holep procedure, the fiber broke in the surgeons hand, causing a burn. The procedure was interrupted to allow the surgeon to treat the burn and change the fiber. No further complications were reported.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, h6 evaluation conclusion code.

Event description:
It was reported that, during a holep procedure, the fiber broke in the surgeons hand, causing a burn. The procedure was interrupted to allow the surgeon to treat the burn and change the fiber. No further complications were reported.